Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent migration on the balloon was encountered. The physician predilated the severely calcified lesion in a severely tortuous proximal obtuse marginal (om) with a 2.5 x 20 mm maverick balloon and a 3.0 x 16 mm nc stormer balloon. After multiple predilation the physician attempted to advance a taxus express2 2.5 x 24 mm stent. However, the stent was unable to cross the lesion and the physician noticed that the stent began to move on the balloon. The stent and delivery device was removed from the patient's body without any complication. The lesion was predilated again and another taxus express2 2.5 x 24 mm stent was successfully deployed. No injury or patient complication was reported. Patient status is reported to be "satisfactory/good."